Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure was possibly related to the device as the pump speed and flow were insufficient.

Event description:
Additional information was received that the patient developed right heart failure after left ventricular assist device (lvad) implant. The device contributed to the right heart failure because the pump speed was insufficient. The patient experienced weight gain, oliguria, headache, and shortness of breath. At the time of hospitalization, the pump speed was increased from 5600 rotations per minute (rpm) to 5800 rpm. After the ramp test, the speed was increased to 6200 rpm. The patient also received catecholamine administration and hospitalization management.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for right heart failure. The patient underwent a ramp test. They were discharged on (B)(6) 2023.